Manufacturer narrative:
(B)(4).

Event description:
During the procedure, it is unknown how far into use, hot saline ran out the bottom of the incision site and burned the patient. The burn was on the bottom of the incision and was approximately 10-12cm with burn and blister. The burn was treated with a silverlon dressing.

Manufacturer narrative:
Product event # (B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: aquamantys® 6.0 bipolar sealer, product number: 23-112-1, lot number: phi225m0, expiration date: 20-sep-2020. Quantity returned: 1 testing performed: visual inspection: device packaging inspection: one returned aquamantys® 6.0 device was received inside a cardboard box within a single plastic bag with no packaging to fill the negative space. No original packaging returned, therefore it is neither possible to confirm the device information against the information listed within gch nor confirm the device that was sent back as the reported complaint device. No paperwork was provided. Device visual inspection: device is used with blood on body, shaft, and cord and on the electrodes. Saline present in the saline tubing line and drip chamber. All components appear in place, intact with no damage. Functional inspection: the blue activation button has a definitive tactile feel. The device was tested for functionality; electrical continuity and saline flow testing. Electrical continuity must be <(><<)>(><(><<)><(><<)>)> 3 ohms (¿) resistance per circuit for each probe individual tip to appropriate plug ends which produced acceptable results and met the product specification requirements. Right electrode = 1.2 ¿ - pass ¿ left electrode = 1.3¿ - pass¿ button - switch = 1.0 ¿ - pass. The returned aquamantys® 6.0 device and the complaint lab aquamantys® pump generator was set-up for use. Normal uniform saline flow was observed from both electrodes as indicted by steam or smoking around the electrodes, popping noises, and bubbles occurring around the electrodes which denotes the saline is boiling as it couples with the active electrode. The generator was set to medium flow at 100w to test the saline flow rate; the device was activated to allow collection of saline into two graduated cylinders. A total flowrate of 9.6 - 16 cc/min (12.8 nominal) with normal uniform saline flow from both electrodes is required which produced acceptable results and met the product specification requirements. ¿ flow from the left tip = 5.0 cc / min. - pass ¿ flow from the right tip = 5.2 cc / min. - pass ¿ total volume - total flow rate = 10.2 cc / min. - pass ¿ calculated the percentage of the total fluid which is represented by that of each cylinder with a 60 % / 40 % maximum split is required which produced acceptable results and met the product specification requirements. ¿ left electrode = 5.0 ÷ 10.2 = 49 % - pass ¿ right electrode = 5.2 ÷ 10.2 = 51 % - pass. The device and generator functioned as expected with no failures as the sound and function of the generator was representative of normal operation. The IFU (instructions for use) outlines the following warnings when utilizing the aquamantys® system as indicated below which are consistent with hot saline run-off consequences. Be aware that the device employs radio frequency (rf) coupled with saline. This coupling effect may result in a deeper tissue effect than conventional rf and has the potential for hot saline run-off onto delicate structures. Protect delicate structures from hot saline run-off by utilization of suction or other protective measures. Do not activate the aquamantys® disposable bipolar device when the electrodes are not in contact with the tissue to be treated. Activating the device when not in contact with tissue may result in inadvertent tissue damage or user injury due to contact with hot saline lhr review: a review of the lhr for lot # phi225m0 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint not confirmed: the reported issue of "patient injury- burn" contained in gch was not duplicated in the laboratory environment. The device and generator functioned as expected with no failures. This complaint will be tracked and trended within gch.

Event description:
During the procedure, it is unknown how far into use, hot saline ran out the bottom of the incision site and burned the patient. The burn was on the bottom of the incision and was approximately 10-12cm with burn and blister. The burn was treated with a silverlon dressing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.